Event description:
It was reported that the ilet display screen did not respond to the user¿s finger but responded when a stylus or rubber-tipped implement was used, consistent with a touch responsiveness issue potentially related to user conductivity. Symptoms included difficulty interacting with the device interface. Outcomes included user education and successful troubleshooting with an alternative input method. Investigation included guided troubleshooting and user instruction. Investigation of this case revealed that the device functioned with capacitive input via a stylus, indicating no confirmed device malfunction and suggesting user-specific touch conductivity as the contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was user interaction characteristics and not a device failure.